Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/3.0/075 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6)2023, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause of the event is unknown.